Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several pacing lead helices show out of the lead body which results in "harder passage of the lead through the veins and slows down procedures" as the helix must be retracted once noted by the operator. The physician also questioned the information shown on the proximal part of the pacing lead. The leads remain in use. No patient complications have been reported as a result of this event.